Event description:
Following cardiac surgery, a patient presented to the ICU with the named product placed in her left radial artery, which had been instilled 4 hours earlier. Lab personnel accessed the line to draw post op labs, then noted to the room nurse that there was some bleeding from the line dressing. The room nurse investigated and attempted to manipulate the line to stop further bleeding. When this did not work, the nurse attempted to remove the dressing to visualize the issue. When the dressing was removed, the hub of the arterial line came away from the insertion site, but the catheter remained in the patient's radial artery. The ICU providers were immediately notified of the issue. The catheter was not visible, but it could be palpated under the skin and visualized with ultrasound. The patient had to have an additional procedure with hand surgery to remove the catheter. We do still have the device.